Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) confirmed device speaker was not working. The brt indicated that the device speaker was faulty. The (453564238621,ms_x2 assy cbl x2/mp2 speaker assembly) was replaced to resolve the issue. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction no sound was coming from the device. The device was not use at time of event, there was no adverse event reported.